Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the filing of a lawsuit that allegedly after implantation the patient began to experience pain ambulating, including bending, climbing and descending stairs, lifting movements, pushing, sitting, walking and standing. It is further alleged that an orthopedic surgeon confirmed joint clicking, joint stiffness, limited joint motion, limping, muscle stiffness, nocturnal pain and awakening, joint locking, numbness, tenderness and tingling and the mechanical loosening of the internal right hip prosthetic joint of the patient's "mdm x3 modular dual mobile bearing hip system" and components. The patient underwent a revision on (B)(6) 2015.